Manufacturer narrative:
Information references the main component of the system and other applicable components are: product ID 3889-28 lot# j0519552v serial# implanted: (B)(6) 2006 explanted: product type lead device code (B)(4) applies to this event patient code (B)(4) applies to this event patient code (B)(4) does not apply to this event. This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication ((B)(6) 2010) if information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 3889-28, lot# j0519552v, implanted: (B)(6) 2006, product type: lead. (B)(4).

Event description:
Information was received by a manufacture representative (rep) via a healthcare provider (hcp) regarding an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation. When the new ins was being plugged in, the hcp ran impedances and encountered impedance readings greater than 4000 ohms across all but one setting. There were multiple attempts at troubleshooting/diagnostics; even increasing amplitude to 2.5v and 270 pulse width to no success. When removing the initial lead, it fractured and it was decided to leave a portion of the old lead. As a result, the lead was replaced. The issue was resolved at the time of the report. No patient symptoms and no further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.